Manufacturer narrative:
Upon analysis, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the lead was returned severed. Setscrew marks were noted on all terminal connectors. The returned segment of the lead was electrically continuous and the clinical observations could not be reproduced.

Event description:
Boston scientific received information that during a follow up of this right ventricular (rv) lead high pacing impedances and high pacing thresholds were noted. A revision was scheduled. Upon extracting, the lead the lead became loose from the apex but got stuck in the vena cava. A portion of the lead was cut and capped while the extracted portion will be returned for analysis. A new lead was implanted with the existing device. No adverse patient effects were reported following the procedure.